Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b was received in good physical condition. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was tested on a generator and it was found that the hand control switch assembly was not functional. However, it worked properly with foot switch. The device was disassembled to inspect internal components; corrosion and moisture ingress were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. The moisture inside the domes is not related to the reported broken blade issue. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. Device b batch f9j40c mfg date 3-10-2011 exp date 2-10-2016 (B)(4).

Event description:
It was reported that during an endometrioses procedure, the blade was broken, could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time only year known, assumed 1st day of month (B)(6) that complaint was reported.